Event description:
It was reported that the rover was found with a note attached stating the unit sparked when being plugged in. No further details were provided. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device.